Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported she experienced high blood glucose of 600 and 400 mg/dl. Customer stated she experienced sweating. She was wearing the infusion set for about two weeks since she was waiting on her supplies. Customer reported that the b button on the insulin pump is not doing what she needed. It was noticed that the bolus wizard was not programmed; customer was assisted with programming it. Current blood glucose is 309 mg/dl. Nothing further reported.